Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked. Additionally, it was reported that the touchscreen had a delayed response. There was no impact to the customer's blood glucose level. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the cracked touchscreen was verified; however, the displayed touchscreen was not confirmed.